Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter. The customer was also using a non-tandem provided charging cable to charge the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter.